Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when a manufacturer representative was installing the system, the camera cart experienced the pc over ip (pcoip) power cycle with the pcoip splash screen. The cart cycled multiple times after powering on. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pc over ip (pcoip) client was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pc over ip (pcoip) client was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. The pcoip client was tested and logs indicated software reboot at 1 minute 31 seconds, 20 seconds, and 3 minutes 38 seconds. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. . If information is provided in the future, a supplemental report will be issued.